Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "implant deflation". This record is for the right side. The device has been explanted and replaced.

Event description:
Healthcare professional reported right side "implant deflation". The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed a cracked valve seat diaphragm valve and observed delamination total of the valve (adhesive failure). As per the investigation procedure, creases were completed and none of the observations were found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a5, a6, d4, d9, e1, g1, h3, h6.